Event description:
Product analysis of the generator and lead was completed. The returned generator performed within all specifications during our electrical testing. There were no adverse functional, mechanical, or visual issues identified with the generator. Cyberonics received two portions of the lead assembly. During the visual analysis, the lead coil appeared to be discolored and dissolved, in some areas. During the visual analysis of the returned portion, breaks were noted near the end of the connector boot, and a break was noted near the electrodes. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Scanning electron microscopy (sem) was performed and identified the areas as being thin, having extensive pitting which prevented identification of the coil fracture type and evidence of electro-etching on the coil surface. Low magnification sem analysis of the coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening and slice mark found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Manufacturer labeling recommends disabling stimulation of the generator after observance of high lead impedance.

Event description:
It was initially reported that the patient had low impedance on (B)(6) 2012. Additional follow-up revealed that high lead impedance was actually observed on (B)(6) 2012, not low impedance. The patient has had multiple falls recently but unclear if that has any bearing. The device has not been turned off, per the physician. X-rays have reportedly been taken, but a copy has not been provided to the manufacturer to date. A copy of the radiology report indicated that pa and lateral x-ray views of the chest were performed on (B)(6) 2012. The lead appeared to extend off of the edge of the film, so it was indicated that a neck radiograph could help confirm the continuity of the lead. With the lead visible in the chest x-rays, no lead discontinuities were reportedly observed. The patient is being referred for replacement surgery. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received reporting that he patient is doing better with seizures which they think is a result of better complains now that she is in a care facility and medications are regimented. They are going to wait before making a decision as to implant a new vns. Although lead re-implant may occur in the future, it has not occurred to date.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2013. Prior to surgery, the system showed high impedance (9407 ohms) upon diagnostics. Upon neck incision, it was noted that the patient has an abscess in her neck (infection). A replacement generator was opened, so the surgeon decided to remove the leads and implant the new generator but leave it off until neck healed and a new lead can be implanted. The infection was located around the lateral tie-down portion of the neck (about 1.5cm x 1.5cm) per the neurosurgery fellow. Additionally, a slight kink in the lead was noted by the surgeon. One culture of the infected area came back positive and the other two were pending on the date of surgery. The explanted generator and lead were received by the manufacturer on (B)(6) 2013, but product analysis has not been completed to date. The return product form indicated the reason for replacement as battery depletion and high lead impedance. Review of the lead and generator manufacturing history records confirmed that the devices were sterilized prior to distribution. Follow-up with the surgeon on (B)(6) 2013 revealed that the infection at the tie-down area may have been related to foreign body response or reaction to 'current leak.' No patient manipulation or trauma is believed to have caused/contributed to the infection. The positive culture that was previously reported later 'gm strain was re-read as negative.' The culture was negative.

Event description:
It was reported that the surgeon indicated that the sterile abcess may have been irritated due to lead dissolution. The replacement generator was remained implanted, and the surgeon intends to replace a new lead. Although lead replacement is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred and cannot be ruled out as a potential contributing factor to the sterile neck abscess.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Additionally, review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.